Event description:
A customer contacted beckman coulter inc., (bec) concerning a liquid leak out of the access 2 immunoassay system near the wash buffer reservoir. Per customer's statement, proper personal protective equipment (ppe) was worn. There was no reported exposure to the hazardous fluids.

Manufacturer narrative:
Service was not dispatched for this event as bec was able to resolve leak through telephone troubleshooting. Call center found that the output fitting on the reservoir for wash buffer was "stripped". A replacement part was delivered to the customer to resolve the leak. Customer has not reported any further leaking. Hardware has been determined to be the root cause.